Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review, instructions for use review, field action review, and risk management review could not be conducted. A complaint history review concluded this was an isolated event. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that on literature review "no difference in long-term outcome between open and arthroscopic rotator cuff repair: a prospective, randomized study", 2 patients experienced capsulitis after a rotator cuff repair procedure with a twinfix anchor. This event required manipulation under interscalene anesthesia and capsulotomy, the patient outcome is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: hasler, a., beeler, s., götschi, t., catanzaro, s., jost, b., & gerber, c. (2020). No difference in long-term outcome between open and arthroscopic rotator cuff repair: a prospective, randomized study. Jses international, 4(4), 818-825.